Event description:
A peritoneal dialysis patient called technical support for an unrelated issue. During the call she stated she had been hospitalized on an unknown date for an unknown issue. Follow up with the patient's peritoneal dialysis nurse was done. The nurse reported the hospitalization was for patient complaint of chest pain and it was learned the pt/inr level was sub-therapeutic due to patient non-adherence with the medical regimen. He further reports the chest pain was not related to the dialysis treatment and did not allege device malfunction as the cause. The cycler was not returned to the manufacturer.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. Medical records will not be received and the device has not been returned to the manufacturer. A supplemental medwatch will be submitted at the conclusion of the investigation.